Event description:
Customer's wife reported an incident of hyperglycemia requiring professional medical treatment at a time when the customer attempted, was unable to use the aviva system due to error within specifications. Error messages are designed failsafes to disable the device from producing a result when certain operating conditions are not met. The customer alleged the device was unavailable for 4-5 days before the event, but did not attempt to resolve the situation. A request was made for the return of the system and a replacement was sent.